Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp micro-volume extension set leaked. It was further reported the ¿tubing leaking at filter¿. The patient received a dose of calcium chloride (cacl) and flushed with normal saline (ns); the leak was discovered during the flush. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information for h10: based on further investigation, the most probable cause was determined to be related to the end user/methods exceeding the product pressure specifications of 45psi. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D9 corrected information: the device was received on 24feb2021; not on 09feb2021 as previously reported. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional inspection, including pressure and clear passage testing, no blockage was noted. However, during pressure testing a leak was observed in the air vent of the filter. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.